Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing advised that a number of shims from attune's shims and general tray were cracked and broken and could not be adequately and safely processed.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device identified cracking. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.